Event description:
The customer reported obtaining low hemoglobin (hgb) and hematocrit (hct) results for multiple patients from the coulter act 5diff cap pierce. The customer repeated the samples and obtained high hgb and hct results which matched the patients' clinical profiles and were considered correct. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided data indicated that the initial run generated low red blood cell (rbc), hgb, hct, and platelet (plt) for three (3) patient samples without instrument generated messages, when compared to the rerun results. Patient #1 result also produced low white blood cell (wbc) result with instrument generated flag for the wbc parameter. The customer stated that the differential results for patient #1 was low for neutrophils (ne%) and lymphocytes (ly%), and high for basophils (ba%) with instrument generated messages when compared to the rerun results which generated messages for ne% and ly%; however, the customer did not mention which differential results were considered correct. The customer stated that cell quality control (qc) results were within the laboratory's established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the red blood cell (rbc) and platelet (plt) latex were erratic. The fse proceeded to replace the sample syringe, rbc aperture, and o-rings to resolve the issue and verified the repair as per established procedures.